Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip (00309u149) was prepped per instruction for use (IFU), and no issues were noted. The device was advanced into the patient anatomy, and an attempt was made to lower the gripper with the tactile marker (the posterior gripper), but the gripper would not lower. Standard troubleshooting was performed, but the posterior gripper would not lower and the device, with the un-implanted clip, was removed without issue. The next clip (00309u131) was prepped per IFU and no issues were noted. In the anatomy, the anterior gripper would not lower. Standard troubleshooting was performed and the gripper was able to be lowered. The clip was implanted without issue and mr was reduced to grade 1+. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided regarding these issues.

Manufacturer narrative:
The device was received and investigated. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.